Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the intensive care unit (ICU) the md inserted a sheath via the pt's femoral artery. The md advanced the intra-aortic balloon (iab) over the spring wire guide and when inserting the iab through the sheath, the "central lumen kinked." After the iab was inserted, the md stated that there was "no back flow of blood from the central lumen." The md removed the iab from the insertion site and tried to detect the kinked part of the iab. After that, the md made a second attempt to reinsert the same iab into the pt's body. Again no blood flow was observed from the central lumen. The md requested another iab for insertion. The second iab was another brand product and according to the reported event "eventually, pt was supported by the iabp and survived." The pump used was an autocat2wave, serial number (B)(4). There was no reported pt death or injury. Add'l info received on (B)(6) 2012 from the country manager, teleflex reported that "no, the balloon catheter's pressure is not negative prior to insertion. This is because they assume the iab is pre negative pressure." The one-way was valve kept on the iab after it was removed from the tray. The md notified the kink before the lower end of balloon passed through the sheath and he was able to remove the iab from insertion site without remove the sheath. The md remove balloon catheter and try to introduce the stylet back to the central lumen, the stylet could not be inserted fully to the central lumen channel due to certain point of the central lumen channel have a kink session. The second iab inserted through a sheath using the same insertion site. The central lumen was flushed with heparinized ns solution before insertion. A pressure bag was not attached to the central lumen because back flow of blood was not detected, balloon catheter is removed before attached with the pressure bag.